Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Bg level was addressed by consuming glucose tablets and a coke cola. Reportedly, the customer loaded the cartridge with cold insulin. Clss educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.